Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, no lot number was provided so a review of the device history record was not possible. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 9680001-2018-00157. During an cavotricuspid isthmus ablation, a pericardial effusion occurred. While finishing the procedure, the patient became hypotensive and a transthoracic echocardiogram was performed and revealed an effusion. A pericardiocentesis was performed to stabilize the patient. The patient was transferred to the ICU for monitoring.